Event description:
It was reported that suture placement of the prostar xl device was attempted in the right common femoral artery using a prostar xl device prior to a transcatheter aortic valve implantation procedure. The arteriotomy was 18 fr and the vessel was described as non-calcified and non-tortuous. Reportedly, all needles emerged at the top of the barrel; however, one of the sutures could not be pulled out. Needle back-down was performed and hemostasis was achieved using manual arterial compression at the end of the procedure. There was no adverse patient sequela. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was identified. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported inability to pull the suture out from one of the needles. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.